Event description:
It was rpeorted that patient underwent laparoscopic surgery in 2001 to repair vaginal vault prolapse and urethral stent placement. The sutures were used to approximate the levator muscles after excision of a posterior section of the vagina. The patient developed profuse vaginal discharge. The suture was identified and removed through a short linear incision. Small abscess cavity sites were curetted and the perineum closed.